Event description:
User reported the connection on the left side of analyzer was leaking extensively. No pt results were affected and no operators were harmed. The field service rep determined the cause to be a broken ise water supply male adapter fitting at the bracket inside next to the ise drawer. He replaced both male and female adapters for both fittings on the bracket. Performance tests performed, no leaks detected at replacement fittings.